Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Based on the findings, the probable root cause of the reported issue was due to manufacturing issue of the keypad. A review of the device history record showed the device had a manufacture date of 11apr2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device will not power off. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device will not power off. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The investigation is still pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device will not power off. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device will not power off. No additional information was provided. There was no patient involvement.